Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot qd2ll, and no non-conformances were identified. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a high ligation, and stripping of great saphenous vein procedure on (B)(6) 2020, and a suture was used. During the procedure, the suture broke when ligating the blood vessel. I changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.